Event description:
Ous MDR - after an implantation period of about 10 months, inappropriate shocks due to lead noise were reported while patient was using a "kango hammer". No further adverse patient side effects have been reported.

Manufacturer narrative:
The ICD was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. Upon receipt, the lead under complaint was subjected to an in depth analysis. The performance of the lead was scrutinized, including a visual, an electrical and a scanning transmission microscopy analysis. The visual inspection demonstrated abrasion marks at approx 22 cm distal to the is-1 connector pin. At this position the inner coil was found fractured. At a next step, the fractured area was inspected in detail through a scanning transmission microscopy analysis. The analysis revealed a flat surface at the breaking points, for which a ductile breaking of the coil can be excluded. The analysis did not reveal any indication of a material or manufacturing problem. In spite of the exhaustive analysis of the lead, the root cause of the fracture could not be determined. However, the characteristics of the damage indicate that the inner coil was fractured as a result of an external mechanical force. In particular, the kango hammer could neither be identified nor excluded as the root cause of the observed damage. A resonance induced during the usage of the hammer could not have led to the conductor fracture, but mechanical forces induced by the hammer can not be ruled out.